Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose readings and excessive no delivery alarms. The customer's blood glucose reading was 344 mg/dl. The customer treated with a bolus. The customer's current blood glucose was 486 mg/dl. The customer was assisted with rewinding and priming the pump. The insulin pump was not returned for analysis.